Manufacturer narrative:
Product evaluation: a qualified viscoelastic was indicated. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a lens that was removed following an intraocular lens (iol) implant procedure. Additional information was provided that the patient had a posterior polar cataract and weakened capsule leading to capsule tear. The surgeon feels the device caused or contributed to the event. A sulcus lens was implanted.